Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the sweep speed change results in delay on boom, 2-3 minutes per end user. The device was in clinical use at the time the reported issue was discovered. There was no reported patient impact / injury.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.